Event description:
Reportedly, on the 8th firing of the instrument with a new sulu, the instrument's jaws locked on tissue and could not be opened. Therefore, a laparotomy was performed to remove the instrument from the tissue and complete the case. Procedure: lavh. Pt status: no pt injury reported.